Event description:
Screw head has broken off the tibial baseplate. It can be seen on the x-ray. It is still contained within insert. The pt is not complaining. The doctor is monitoring the pt.

Manufacturer narrative:
Review of the manufacturing records revealed no attributes that could have contributed to this event.